Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that multiple tubing sets separated at the y-site during priming. There was no patient involvement.

Manufacturer narrative:
No information provided due to no patient involvement. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that multiple tubing sets separated at the y-site during priming. There was no patient involvement.

Event description:
It was reported that multiple tubing sets separated at the y-site during priming. There was no patient involvement.